Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the pressure accuracy test (pvt test 4) failed at the zero point. There was no patient involvement.